Event description:
The user facility reported that when the locator was inserted into the insertion sheath, resistance was felt. The device was checked, and a slight kink was observed in the tip of the sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The estimated blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 6 mm. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No equipment or other devices were used with the product involved.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy . A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy . A4: weight: requested, not available due to hospital policy . A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).